Event description:
No new additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d10, g3, h4, h6, h11 the device was returned to olympus for inspection, and the reported failure was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the complaint is device problem excluded, which is the investigation findings clearly confirm that there was no problem with the device. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the electrosurgical generator esg-400 displayed an e433 error. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.